Event description:
Additional information was received. It was reported that the issue occurred during the "planification" process. A video shared depicted the manufacturer representative attempting to use the touchscreen, but the screen was unresponsive.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version: 2.1.0, ubd: unknown, UDI#: unknown additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during the tracing and image fusion process, it froze and did not allow movement forward or backward; the screen remained frozen. When restarting the equipment, a message appeared saying "no video detected." It was suspected to be a software issue. There was no patient involvement.

Event description:
Upon inspecting the equipment, it started normally. The doctors use it as a planning station. When linking the images from the imaging studies (MRI and CT scan), both studies are fused. However, before starting navigation, the equipment freezes, as if it were a cpu problem or a graphics card issue. The equipment was restarted, but when rebooting, the program did not start. A message appeared on the screen saying, "no video signal detected," the representative believed this to be a software issue due to a lack of maintenance on the equipment, as no maintenance has been performed recently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue no video detected. Reviewed the system logs and observed that system did not log for issue reported date and system logged on the next day which is feb 19 and the description also matches with the feb 19 logs. From application logs user had transition to the tasks - images->plan->registration->plan->instruments->plan->images->equipment->registration->plan->registration->equipment->plan. Observed gpu memory issues while loading a plan. After this there was an abrupt shutdown. From system logs observed that there is a gpu crash and gpu board serial number is junk characters. The gpu issue had made the system freeze and user had attempted shutdown. H6: b01, c19 and d14 apply to the software concomitant product analysis related to the no video detected issue. B01, c10 and d02 apply to the software concomitant product analysis related to the system unresponsive issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information: section e was updated. Correction: imf was update to f2601 to reflect issue occurred preoperatively. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.